Manufacturer narrative:
Section d10: device available for evaluation? Yes. Section d10: returned to manufacturer on: 1/6/2021. Section h3: device returned to manufacturer? Yes. Device evaluation: the complaint lens was received in the replacement lens (alcon) case. An alcon folding carton with customer notes, a completed jjsv shipping guide, and additional documentation were received as well. Visual inspection under magnification revealed, viscoelastic residue on the optic body and haptics. And that the lens was returned cut in half. Which is consistent with a lens, that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed. And no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed, one complaint from this production order number. However, the reported issue is unrelated to this reported complaint. And no product deficiency was identified in that case. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens (iol) was explanted from patient right eye due to patient desired different refractive outcome. There was no additional surgical/medical intervention required. The lens was replaced by tfat00 16.5 diopter lens. No further information provided.